Event description:
It was reported by the customer that prior to use cardiosave intra-aortic balloon pump (iabp) touchscreen frozen and not responding.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4,g3,g6,h2,h3,h6(type of investigation, investigation findings, investigation conclusions, component codes),h11 corrected fields: h6 (medical device ¿ problem code) a getinge field service technician (fst) was dispatched to evaluate the unit. The fst verified that the touchscreen was intermittently not responding. The fst replaced touchscreen assy, to resolve the issue. Touchscreen was re-calibrated and touchscreen test passed in the service mode.